Manufacturer narrative:
The insulin pump alarmed button error followed by a intermittent button response due to corroded keypad traces. The device had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 200 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.